Manufacturer narrative:
The investigation is ongoing. A follow up report will be issued once the investigation is complete.

Event description:
It was reported in complaint (B)(4), that a patient with a pacemaker was attached to the delta. Pacer detection on the monitor was on. At 1:52:57 the patient had the last spontaneous heart activity. After that, only the pacer has given an impulse. The pulses were displayed correctly by the delta. However, the patient no longer had his own heart activity at that time. Nevertheless, the delta continued to display qrs complexes after each pacer pulse and therefore did not alert. The patient's death was not detected until 2:10 am due to the absence of the alarm.

Manufacturer narrative:
Draeger reviewed the full disclosure event provided which showed that at 01:53:02, the patient had the last spontaneous heart activity. At 01:53:17, the patient had the last pace-fused heart activity then, the patient went into pea (pulseless electrical activity; a patient state where their ECG shows a heart rhythm that should produce a pulse, but does not). The pacemaker continued delivering pulses, and the heart still responded electrically to the pacer stimulus. Therefore, the ECG algorithm still reported the presence of the heart rate as intended. Based on the information provided, it was determined that the delta monitor, in pacer-detection mode, and its accessories operated as designed. There was no device malfunction. The delta IFU states "warning: always keep pacemaker patients under close surveillance and monitor their vital signs carefully. Do not assess the patient's condition exclusively from the heart and respiration rate values the monitor displays and the rate alarms that are generated. Heart rate meters may continue to count the pacemaker rate during cardiac arrest or some arrhythmias."

Event description:
It was reported in complaint (B)(4), that a patient with a pacemaker was attached to the delta. Pacer detection on the monitor was on. At 1:52:57 the patient had the last spontaneous heart activity. After that, only the pacer has given an impulse. The pulses were displayed correctly by the delta. However, the patient no longer had his own heart activity at that time. Nevertheless, the delta continued to display qrs complexes after each pacer pulse and therefore did not alert. The patient's death was not detected until 2:10 am due to the absence of the alarm.